Event description:
Customer contacted beckman coulter inc. (Bci) in regards to two incorrect phosphorous (phos) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. The two samples were repeated on a different instrument and higher results were obtained. The results were reported out of the laboratory. An amended reports were issued. This event did not impact treatment of either patient.

Manufacturer narrative:
The samples were serum. Qc and calibration were acceptable before the event. Post erroneous results, customer attempted to calibrate the phosphorous but the calibration failed. A field service engineer (fse) replaced the module board and lamp, adjusted the temperature and calibrated the lamp and chemistry. A clear root cause for this event can not been determined.